Event description:
On (B)(6) 2010, therakos received a report of a blood leak alarm. Customer stated that at the buffy coat stage of the 1st cycle, the alarm was posted. Customer inspected the bowl and the centrifuge area and did not see any leak at all. The alarm was posted three more times. Customer double-checked everything and still did not find any leak, however, the customer found black grease on top of the centrifuge bowl. Customer aborted the treatment. Pt's condition was well at all times.

Manufacturer narrative:
A review of the lot file for y719 was performed. This lot met all release requirements. The kit was not returned for further investigation, therefore, the complaint cannot be verified. (B)(4).